Event description:
The patient reported that therapy stopped due to power on reset (por), info por. The steps to clear the por with the patient programmer were reviewed and it was cleared successfully. Troubleshooting resolved the reported issue, the patient was able to turn stim back on. The event was on (B)(6) 2016. Other relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.